Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter up0594580 and a lab using an unknown reagent. At 11:47 am, the customer tested by fingerstick on the meter and the result was 3.5 inr. The customer had a lab test within 7 hours and the result was 2.5 inr. The customer has a therapeutic range of 2.0-3.0 inr. The customer is not anemic and has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no diet changes, no new medications, no new illnesses and no bleeding or bruising. There was no allegation of an adverse event. Corresponding retention test strips (lot 294151) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. However, it is stated in the communication to discontinue use of and discard affected strips.